Manufacturer narrative:
H6: upon receipt of the device ventec downloaded its electronic records (system logs) for analysis, however, the data from the date of the event could not be decoded; therefore, ventec was unable to confirm if the device unexpectedly lost power during the event. Ventec did observe, however, instances where the device had previously rebooted by itself. Ventec then opened the device in order to perform a visual inspection and observed significant contamination. This contamination had caused the cough assist valve poppet to get stuck in the inhalation position. When the contamination is wet, it could have caused alarms by stopping the poppets from completely moving from one side to the other or getting stuck in between. If the cough assist valve was stuck in the exhalation position, it would have caused the device to reboot. Ventec replaced the cough assist valve to resolve the reported issue. Ventec also replaced multiple other ancillary parts/subassemblies that had been contaminated. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be due to contamination in the cough assist valve, however, the source of the contamination could not be conclusively determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had powered off unexpectedly. There were no reports of patient use associated with the reported issue.